Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Did the event occur during one or multiple patient procedures? Prineo reactions have increasingly gotten worse for our patients. We have taken it off post-op day one on multiple patients when we are used to keeping it on for three weeks. What is the total number of procedures? Estimating roughly 10-15 patients in the past year that we have needed to start on steroids both orally and topically to treat the reaction. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, no previous patient has needed hospitalization. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? Abdominoplasty. What is the procedure date? (B)(6) 2021. What date did the reaction occur on? (B)(6) 2021. What does the reaction look like and how large of an area does the reaction cover? Red, blistering skin around the entire incision and intense itching. Do you have any pictures of the reaction? Yes, pictures. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes, prineo removed post-op day one and cleaned thoroughly. Patient started medrol dose pack and triamcinolone ointment daily. She was then prescribed a more aggressive steroid ointment that she started (B)(6) as the itching was intensifying. What is the most current patient status? Patient was seen at the ER (B)(6) and given IV steroids and prescribed prednisone. She was released with the oral steroids. She is still having severe itching and is taking benadryl to help. The swelling/blistering is getting better and the redness is darkening. Can you identify the product code and lot number of the product that was used? Surgicenter does not record lot numbers. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No, patient has never had prineo/dermabond before and denies having any reaction to adhesive in the past. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent what is the procedure name? What is the procedure date? What date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? It was noted steroids both orally and topically given to treat each patient reaction. Was there any other medical or surgical intervention performed (product removed; re-operation; re-closure)? If so, please clarify. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Can you identify the product lot number of the product that was used? What is the current status of the patient? No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an abdominoplasty on (B)(6) 2021 and topical skin adhesive was used. Patient had a severe skin reaction. Adhesive was removed post-op day one and cleaned thoroughly. Patient started medrol dose pack and triamcinolone ointment daily. Then prescribed a more aggressive steroid ointment that she started (B)(6) as the itching was intensifying. Patient was seen at the ER (B)(6) 2021 and given IV steroids and prescribed prednisone. Patient was released with the oral steroids. Still having severe itching and is taking benadryl to help. The swelling/blistering is getting better and the redness is darkening.